Event description:
It was reported that, during an emergency follow-up appointment, it was noted that the patient with this tactra malleable penile prosthesis had the cylinders visible as they extruded through the subcoronal incision sutures. Approximately two weeks later, the patient had the tactra removed and replaced. The cylinder diameter was downsized as they were noted to be too wide. There were no additional patient complications reported.

Event description:
It was reported that, during an emergency follow-up appointment, it was noted that the patient with this tactra malleable penile prosthesis had the cylinders visible as they extruded through the subcoronal incision sutures. Approximately two weeks later, the patient had the tactra removed and replaced. The cylinder diameter was downsized as they were noted to be too wide. There were no additional patient complications reported.

Manufacturer narrative:
Correction to b2. The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based upon medical review assessment, data suggest that extrusion and migration through the subcoronal incision suture is anticipated in nature and severity as per the tactra instructions for use and and hazard analysis, as well as size incorrect is included as a warning within the product labeling. Due to the lack of product return, the clinical observations of migration, sizing issues, and extrusion could not be confirmed.